Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting syringe needle through cartridge septum, the needle was blocked and air could not be removed from the cartridge. Customer changed the syringe needle and the cartridge loading process was completed. Customer's blood glucose was 180 mg/l.